Event description:
The facility reported an infusion pump with batteries that wouldn¿t hold a charge. The event was reported to have occurred during patient use. Additional information was received on 04/09/2007 from customer stating that the pump shutdown while infusing during patient transport. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: an in-depth evaluation of the device occurred in 2007. The initially reported condition of batteries wouldn't hold a charge was confirmed as due to depleted batteries. The batteries were found to be damaged due to 13 discharges below the alarm threshold. A review of the event history determined that in '07, channel a was in standby mode, channel b was infusing at the rate of 5.9 ml/hr, and channel c was infusing at the rate of 9.4 ml/hr. The pump was unplugged from an ac outlet at 10:49:04. Five minutes and 26 seconds later, the pump went into batter low alert, and 25 seconds later the pump went into a battery depleted alarm causing channels b and c to stop infusing. The additional information received by the customer of unintended pump shutdown was therefore also confirmed. Also noted was that the batteries were installed in 2005. Battery expiration dating is two years after installation, therefore, the batteries were used beyond expiration date. The batteries were replaced and the pump was returned to the customer fully operational.